Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information reported via patient indicated that she fell on (B)(6) 2018, she believed this has caused more leaks and was not sure that the device was still providing relief. No diagnostics/troubleshooting performed and no interventions/actions were taken. The patient indicator for use were urge incontinence. No further complications were reported/anticipated.